Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when attempting to start an IV. The following information was provided by the initial reporter: "in attempting to start an IV, the insyte autoguard 22g the needle would not retract."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5112963. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract when attempting to start an IV. The following information was provided by the initial reporter: "in attempting to start an IV, the insyte autoguard 22g the needle would not retract."